Event description:
Cvc [central venous catheter] extension tubing came disconnected/broken at the infusion y site. Blood noted coming from tubing extension. Blue clamp on cvc clamped and hpc [heterotrophic plate count] procedure paused.